Event description:
--

Manufacturer narrative:
(B)(4). Additional information was received that the left ventricular (lv) lead displayed pacing impedance measurements greater than 2,000 ohms was observed. A fracture was suspected. A revision procedure was performed and the lv lead was surgically abandoned and the device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--